Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (411 mg/dl). Customer stated they are taking a new medication, and will speak to their health care professional about the medication possibly impacting their bg levels. Customer delivered multiple boluses to address elevated bg levels.